Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms, a drop in intrinsic amplitude, noise, intermittent loss of capture, and intermittent undersensing. Boston scientific technical services (ts) was contacted, and ts noted gradual increasing rv lead impedance of about 900 ohms over the last three months. The physician plans to have the patient come in for further evaluation. The device and rv lead remain in service. No adverse patient effects were reported.